Manufacturer narrative:
The device log was downloaded and sent in to the manufacturer. The log analysis showed that the potentiometer to adjust the oxygen concentration had failed on (B)(6) 2016 at 13:31h. Investigation of similar events has shown that rare use of the potentiometer resulted in development of an oxide layer on the contact area with increased electrical resistance, finally resulting in the reported malfunction. In case of this failure the device generates optical and acoustical alarm and stops ventilation. An alternative ventilation device (e.g. Ambu bag) has to be kept ready, as described in the instructions for use. The front plate of the concerned device was replaced and investigated by the manufacturer. It was found that the potentiometers worked as specified after they had been turned several times as recommenced in the safety notice of dec 2015. In december 2015 dräger has issued a safety notice which points to the coherency between regular use of the potentiometer and its reliability of operation. The concerned competent authorities have been informed when this action was started.

Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that: in the course of a CT scan the patient was ventilated by the transport ventilator. The ventilation stopped and the device displayed "call drager service." Due to immediate manual ventilation and replacement of the ventilator a patient injury was prevented.